Manufacturer narrative:
The used ch2000s-c spinning spiros was evaluated as received and met design and performance expectations related to connection and leakage. A probable cause of the reported complaint cannot be identified. The returned ch2000s-c spinning spiros performed as designed and as expected without premature disconnect or leakage. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a spinning spiros® closed male luer, red cap where the customer reported that spiros device backed off a patient¿s line, with a port needle. There was patient involvement, but harm was not reported as a consequence of this event.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.